Manufacturer narrative:
(B)(4). There was no reported product deficiency. Restenosis is a known adverse event as listed in the xience v instructions for use. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, could not be determined, there is no indication of a product quality deficiency with respect to manufacture or design.

Event description:
It was reported that during a percutaneous coronary intervention procedure on (B)(6) 2010, a 2.5x15 xience v rx drug-eluting stent was implanted in a 75% stenosed de novo lesion in the distal left anterior descending artery, then a 3.0x28 xience v rx drug-eluting stent was implanted in a 75% restenosed lesion in the proximal left anterior descending artery that had previously been implanted with an unspecified bare-metal stent; no malfunctions occurred during this procedure. On (B)(6) 2010, the patient was discharged from the hospital as planned. On (B)(6) 2011, the patient presented with in-stent restenosis where the 2.5 x 15 xience v drug-eluting stent had been implanted. The patient was treated with percutaneous coronary intervention and event resolved. There was no reported patient sequelae. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). The stent remains in the patient. A follow-up report will be submitted with all additional relevant information.